Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Sex/gender: unknown, not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a tecnis symfony, model zxr00 (16.0 diopter) was explanted from a patient's right eye (od) due to mechanical complication defined as intolerance, where the patient was unable to adapt to the lens. The lens was replaced with another lens, model zcboo (16.0 diopter). Additionally it was indicated that there was nothing wrong with the lens. The patient could not adapt to the lens and has an epiretinal membrane with a macular pucker following cataract surgery that could not be seen before cataract surgery. It was confirmed that no incision enlargement or suture was required and no vitrectomy was performed. There was no patient post-op injury reported. No further information was provided.